Event description:
Customer reported he visited his md because of sore fingers while using the multiclix lancet device. Customer reports he rec'd an infection; was treated with antibiotics. A request was made for return of the suspect product and a replacement was sent.